Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the operator was not trained. The proglide instructions for use states the device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular.

Event description:
It was reported that suture placement using two proglide devices was attempted in an unspecified vessel using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). Reportedly, the devices were deployed properly; however, bleeding continued. A cut down was completed unsuccessfully resulting in a retroperitoneal bleed. The patient subsequently expired, due to the retroperitoneal bleed. The physician is in training in the use of the proglide device. No additional information was provided.